Manufacturer narrative:
Investigation: customer returned ten (10) loose 31g x 6mm, 0.5ml bd insulin syringes. Consumer stated: scale markings missing from 2 syringes; faded scale markings on 8 syringes. All ten returned samples were examined, and it was observed that scale markings were missing on nine out of the ten returned syringes. A review of the device history record was completed for batch# 7299608. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. There were three (3) notifications [(B)(4)] noted for ink smears. There was one (1) notification [(B)(4)] noted for missing zero line. There was one (1) notification [(B)(4)] noted for ink rings. There was one (1) notification [(B)(4)] noted for damaged tips. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. There were no notifications or log book entries during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that 2 syringe 0.5ml 31ga 6mm 10bag 500cs experienced missing scale markings, and 8 cases of no label or missing label information or illegible markings. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 324911 batch no.: 7299608. Complaint 2 of 2: this complaint for the husband. Per verbatim: spouse of consumer stated: scale markings missing from 2 syringes. Stated: faded scale markings on 8 syringes. Stated: from same box. Did not use syringes with issues. Stated: she and her husband do re-use. At least two times with same syringe. Stated: she shares syringes with husband. Stated: box purchased 10/08/18 but did not have specific occurrence dates. Lot: 7299608 item: 324911.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.5 ml 31ga 6 mm 10bag 500cs experienced missing scale markings, and 8 cases of no label or missing label information or illegible markings. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 324911, batch no.: 7299608. Complaint 2 of 2: this complaint for the husband. Per verbatim: spouse of consumer stated: scale markings missing from 2 syringes. Stated: faded scale markings on 8 syringes. Stated: from same box. Did not use syringes with issues. Stated: she and her husband do re-use. At least two times with same syringe. Stated: she shares syringes with husband. Stated: box purchased 10/08/18 but did not have specific occurrence dates. Lot: 7299608. Item: 324911.